Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right atrial (ra) lead was found to have been sensing noise. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.